Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the alarms occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer would change the infusion set tubing and the cartridge to resolve the alarms. There was no known impact to the customer's blood glucose level.